Event description:
It was reported that the customer's pump was not holding a charge for more than 24 hours and had a cracked screen. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting, and technical support decided to review the situation and noted that no additional follow-up was needed, opting to close the case after reviewing the necessary documentation.